Manufacturer narrative:
The pump was received with cracked bleeding lcd, cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window,cracked belt clip slot and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump is damaged and there are 2 cracks in the corner of the display. Customer's blood glucose was unknown at the time of incident. The customer was advised that the device would be replaced and agreed to return the product for analysis.